Event description:
It was reported that both ipgs migrated. It was also reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, one ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein both ipgs were explanted and replaced to address the issue.